Manufacturer narrative:
H6. Investigation summary: there are no samples, but one photograph was received from the customer along with the reported complaint of ¿label content missing¿. The investigating team used retention samples of material #307753 from lot #2161725 for investigating the reported defect. Based on the photograph the defect was confirmed. The DHR of lot number 2161725 of material no. 307753 was reviewed for qn and there was no qn raised on this lot number from its production to its dispatch.

Event description:
It was reported that 1,800 bd emerald syringes experienced missing label information. The following information was provided by the initial reporter: a case of emerald 3ml 23g syringe received had boxes with no details of batch no. Expiry date, mrp etc. Printed on them.

Event description:
It was reported that 1,800 bd emerald syringes experienced missing label information. The following information was provided by the initial reporter: a case of emerald 3ml 23g syringe received had boxes with no details of batch no. Expiry date, mrp etc. Printed on them.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.